Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use resulted in the noted shaft kink and ultimately resulting in the reported shaft detachment.

Event description:
Reportedly, during preparation of a 2.5 x 38 mm xience alpine stent delivery system (sds) the hub separated from the catheter shaft. The device was not used. The procedure was successfully completed with another xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.